Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was not returned for evaluation. Upon further inspection, engineering also confirmed the shield had dislodged and was not returned for evaluation. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodgement of the shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Procedure - "a piece of the trocar fell out of the trocar into the abdomen. It is the transparent piece that will direct the instrument in the right direction. The transparent piece also protects the from sharp instruments. This piece was see and removed right away." Patient status - "fine".